Event description:
Customer reported a false positive with anti a bioclone, lot baa568ax. A 1+ reaction was noted with a group b pos unit. No death or serious injury was associated with this incident.